Event description:
It was reported that the electronic patient gas system (epgs) would not calibrate. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.

Manufacturer narrative:
The field service representative (fsr) could not verify the reported complaint. The oxygen (o2) sensor was replaced as a precaution. Release testing was performed. The unit operated to the manufacturer's specifications. Per data log review: the gas system was successfully calibrated and used on (B)(6) 2022. On (B)(6) 2022, each time calibration was attempted calibration would fail with an 'o2 sensor out of range at calib' error with the o2 sensor value = 0. The log confirms the complaint.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory evaluation, the product surveillance technician (pst) installed the oxygen (o2) sensor into a lab use only (luo) electronic patient gas system (epgs) and testing equipment. The epgs calibrated successfully and passed all testing during the evaluation. It was determined that the o2 sensor met specification. The returned epgs was also tested and successfully calibrated and passed release testing. It was determined that the epgs met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the field service representative (fsr), the user received another calibration failure. The fsr could not duplicate the failure, but he could see the failure events in the log data. He replaced the electronic patient gas system (epgs). The unit operated to the manufacturer's specifications. The epgs was returned to the manufacturer on 17-feb-2023.

Event description:
Additional information was received that the reported issue occurred during setup. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.